Event description:
The customer reported that while fluoroing a pt system made an arcing sound from the tube and that image appeared black. The customer had to re-boot in order to continue. Case was completed with no incident.

Manufacturer narrative:
The ge service rep regreased the high voltage cables on both ends, performed operational checks to include high level fluoro and could not get system to re-duplicate arching. System operating as intended.